Event description:
After getting pregnant with my fifth child I decided not to have any more children, I told my doctor I wanted a tubal and signed my consent before my last was born. The procedure was to be performed 24 hours after delivery which would have been on (B)(6) 2012. The morning of the (B)(6), the doctors came and told me they were getting the operating room together that they should be coming to get me shortly. An hour later they came back informing me that they didn't have enough staff and the ones they had they needed for emergencies only and that I would have to have it done in out-patient. I went for my consult for the tubal when I was then offered essure as a different method. I hadn't heard much about it before so I asked them what it was and were there any side effects. They told me it's less evasive than tubal as they wouldn't have to do surgery, that it goes through the vagina and I will be able to run around the next day. They also said I would have mild cramping that shouldn't last but a week. Well weeks later I was still having severe pain in my abdomen. I missed so much work due to the pain that I lost my job at (B)(4) that I've had since (B)(6) 2010. I went back and told the doctors and was told I was probably just constipated. I guess I had written on my face as if I don't know the difference. They just prescribed more pain meds which only put me to sleep. After getting essure my stomach started bloating and before I knew it, it looked as if I were 8 months pregnant. I gained over 25 pounds since getting the procedure and have been unable to lose an ounce even with diet and exercise. I've had severe swelling in my feet that came and went, metallic taste in my mouth, tired feeling all day and I thought it was just me until I decided to search for essure on (B)(4) and came across a group "essure problems" when I saw I wasn't alone.